Event description:
Following a multiple exams including several magnetic resonance imaging (MRI) exams, the device as found to be in backup vvi mode (bvvi). It was not confirmed whether the device had been programmed into MRI mode prior to each scan. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.